Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, that an anterior line was created from the right superior pulmonary vein to the mitral annulus, as the mitral line region appeared healthy whereas the anterior wall showed significant substrate alteration. All lesions were delivered using pulsed field ablation (pfa). For the anterior line, additional radiofrequency ablations (rfa) weredelivered mainly near the annulus to reinforce the line. The patient was then cardioverted to assess the result of the ablations, and an abnormal rhythm was observed with 2:1 atrioventricular conduction (one atrial beat for every two ventricular beats). Slow pacing was performed, progressively from 2000 milliseconds (ms) to 1500 ms, to allow rhythm recovery. It was noted that the physician stated that the conduction dysfunction may have been related to the patient¿s prolonged period in atrial fibrillation. Pulmonary veins and the box lesion set were confirmed to be isolated. In the meantime, cavotricuspid isthmus (cti) ablation was performed, with clear double potential and an adequate delay observed. Activation mapping during pacing was not performed because the patient had not yet fully recovered rhythm. At the end of the procedure, pacing at 2500 ms demonstrated a 1:1 atrioventricular conduction (one atrial beat for one ventricular beat). An injectable beta-adrenergic agonist was administered. By the end of the procedure, the patient had recovered a normal rhythm, although somewhat slow, around 40 beats per minute (bpm). Additional injectable beta-adrenergic agonist was administered. The case was completed. No further patient complications have been reported as a result of this event.